Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after receiving multiple shocks. The patient was walking and asymptomatic when the shocks occurred. Device data was uploaded to boston scientific technical services (ts) for review, and there were multiple episodes stored and labeled as ventricular events; two were treated with anti-tachycardia pacing (atp) only and two others received atp and shocks. Fourteen shocks were delivered and therapy was exhausted in two of the episodes. Upon review, the rhythm appeared to be 1:1 conduction with fast atrial rates, but at times the ventricular rate became greater than the ventricular rate due to premature contractions or atrial timing falling into blanking, and therapy was then delivered. There were no out of range measurements observed. The device appeared to operate as expected per the programming and patient's condition. The information was provided to the attending ER medical personnel. No adverse patient effects were reported. The boston scientific field representative was unable to provide any additional information.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.